Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 97714, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Device registration shows that there is only one set of pain stim listed as active but there are actually 2 that needs to be replaced. The batteries that are explanted (B)(6) 2022 are: (B)(4) -originally listed as explanted (B)(6) 2017 but turned out to be active until (B)(6) 2022, the actual explant date. The replacement devices for (B)(6) 2022 are: (B)(4)(replacement to (B)(4)) still in use: (B)(4) (replacement to (B)(4)) she is also asking to mark the following leads as active: (B)(4)- identified as explanted on (B)(6) 2017 but turned out to be active. Patient confirmed the ins were explanted due to not holding charges.